Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or around (B)(6) 2010: subsequently on or around (B)(6) 2013, the decedent experienced another cardiovascular event and expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving two separate products and associated with mdrs # 1225714-2013-00391, 00392, 00709.